Manufacturer narrative:
Material #: 368654. Lot/batch #: 3212593. Bd had not received samples, but 1 photo was provided for investigation. The photo shows a blood collection tube without its closure but does not show the safety-lok wingset or pre-attached holder. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to difficult to remove blood collection tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to remove blood collection tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the tube cap became disconnected and remained in the socket. No patient impact reported.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the tube cap became disconnected and remained in the socket. No patient impact reported.